Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use. The set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.